Event description:
A caller reported a cartridge alarm 20 with their pump. There was no adverse impact on the customer's blood glucose level. Technical support confirmed the issue and arranged to replace the pump with one that has updated software. The customer agreed to use the current pump and rely on an alternate method if necessary until the replacement pump arrived. Instructions were provided for putting the pump into storage mode, programming settings into the new pump, and connecting their cgm to it. A return process was arranged, and the customer was informed to return the faulty pump within 10 days to avoid charges.